Event description:
It was reported that the device is in for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. E1:(B)(6). One device was received for investigation. The device was visually inspected and functionally tested. There was a scratched lens and damaged ac connector. Ehl was downloaded. Device shows 46876 error. The accuracy tested was performed and the device failed. Since the customer did not report any specific complaint, we cannot confirm anything specific. The pwa will be replaced and the expulsor will be fixed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.